Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 552 mg/dl. The customer experienced three incidents of high blood glucose levels in the past month. The customer used manual injection and insulin pump to treat her blood glucose level. Tiny bubbles were present along the tubing length and some were also present in the reservoir. The customer also had button issues with the insulin pump. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.